Event description:
It was reported the lead was replaced due to "lead failure" with no further details available from the physician's office. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory.